Event description:
Boston scientific received information that during an elective device replacement procedure, this right atrial (ra) lead displayed pacing inhibition during testing. In addition it was thought that this lead had fractured at a tortuous site. The associated device was reprogrammed to vvi. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.